Event description:
It was reported that during a lap cholecystectomy, the clips scissored. A like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Yielded jaw, empty instrument. Evaluation summary: the analysis results found that the instrument was returned with the jaws yielded, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional test could be performed as the instrument was returned empty. It is known from the history of the instrument that yielded jaws does not allow the instrument to properly feed the clips into the jaws causing ejected clips. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.